Event description:
It was reported that the right ventricular (rv) lead had possible occasional ventricular undersensing noted on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2004; 4558m53 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.